Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the shunt due to a brain tumor and hydrocephalus in (B)(6) 2008. According to the report, the patient was unconsciousness for about two months after the operation. According to the report, the patient underwent an operation to excise the brain tumor in (B)(6) 2008. Reportedly, after the surgery, the patient¿s brain tumors had not been controlled. The report stated that the patient died at home on (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.